Manufacturer narrative:
The device is not available to the manufacture.

Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for subject axs catalyst distal access catheter. The survey was conducted in (B)(6) participated. During the survey, hematoma, inflammation of the puncture site, symptomatic (post procedural) vasospasm, vessel perforation, vessel dissection were reported to have occurred as per the responses received. No other information is available about the events reported in the survey.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This is a pmcf study complaint. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. H3 other text : the device is not available to the manufacture.

Event description:
Post-market clinical follow-up (pmcf) anonymous survey was conducted for subject axs catalyst distal access catheter. The survey was conducted in germany, spain, united kingdom and italy participated. During the survey, hematoma, inflammation of the puncture site, symptomatic (post procedural) vasospasm, vessel perforation, vessel dissection were reported to have occurred as per the responses received. No other information is available about the events reported in the survey.